Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported the tubing has become disconnected right below the connector and notes that the tubing running to the catheter is just fine. The pump was paused and they were instructed to reach out to the anesthesia department to see how to proceed. The patient's spouse later reported they were able to reconnect the tubing and resume the infusion (did all this on their own judgement) and that lasted until the catheter broke over the weekend. At this point, they removed the catheter and discontinued use. Medication being infused is unknown. No patient injury reported.